Event description:
The patient reported problems with charging the implant. An advanced bionics representative provided instructions on charging. Few days later, the patient reported that the problem was not resolved. External equipment was replaced, however, the surgeon decided to replace the implant with another advanced bionics spinal cord stimulator.